Manufacturer narrative:
The customer localized the issue to a failed paddle set. The paddle set was replaced which resolved the reported issue. We are considering this a paddle set malfunction.

Event description:
The customer reported that the device failed to discharge via paddles.